Event description:
Customer claims that the alarm tone is intermittent. The alarm tone will begin to alarm, then it goes into mute mode and no longer has an alarm tone. The unit was tested with new batteries. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Product was requested to be returned for evaluation and has not been received. (B) (4).